Event description:
Same case as #2134265-2008-02906, 2134265-2009-00093, 2134265-2009-00095, 2134265-2009-00096. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The patient presented with chest pain. Initial EKG had changes in leads v1-v3 and subsequently the patient had a ventricular fibrillation arrest and was defibrillated into normal sinus rhythm. The patient was transferred to the cath lab. A 95% stenosed lesion, with rupture proximal plaque, was located in the intermediate ramus artery. The proximal to mid left anterior descending artery (lad) contained a long, irregular 70% stenosed lesion. A taxus express2 3.0x16mm drug eluting stent, deployed to 9 atm's for 15 seconds, was placed in the ramus lesion. The stent was post dilated with a 3.0x12mm quantum maverick balloon. Next, a taxus express2 3.0x24mm drug eluting stent was deployed at 12 atm's for 15 seconds at the ostium of the lad. The stent was post dilated with a 3.5x15mm quantum maverick balloon, two overlapping inflations were made, to 16 atm's for 15 seconds per inflation. A taxus express2 3.5x20mm drug eluting stent was advanced through the 3.0x24mm taxus stent and placed distally with slight overlap to cover the mid vessel lesion. The stent was deployed at 16 atm's for 15 seconds. The taxus balloon was reinflated to 16 atm's for 15 seconds to overlap. Excellent results were achieved in both vessels. The patient tolerated the procedure well, and was transferred to the telemetry floor in stable condition on an IV integrilin. The patient was discharged three days later. The patient was admitted three months later for a prescheduled stenting of the 60% stenosed right coronary artery (rca). A taxus express2 3.0x12mm drug eluting stent was advanced to the acute marginal lesion and deployed at 10 atm's for 15 seconds. Next, a taxus express2 3.0x24mm drug eluting stent was deployed at 12 atm's for 30 seconds in the mid rca. Post stent deployment, there was no residual stenosis, no dissection and antegrade flow was excellent. The patient tolerated the procedure well and was transferred to the telemetry floor in stable condition. The patient was discharged the following day. About one year later, 911 was called and emergency services arrived to find the patient on the floor with 5/10 crushing chest pain radiating to left arm. EKG showed st changes indicating an inferior wall mi. The patient went into pulseless electrical activity and CPR was started. EKG changes were noted and patient went into ventricular tachycardia/fibrillation. An ultrasound was done which showed no cardiac activity. The code was stopped and the patient was pronounced dead.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.